Event description:
The report indicated that the device was not defoaming properly during cardioplumonary bypass; bubbles were noted immediately after going on bypass. The device was changed out with no reported patient injuries.